Event description:
The complainant reported that a patient was implanted with an impella cp pump for mechanical circulatory support. Following implant, it was documented that the patient experienced a retroperitoneal bleed. Multiple blood products were administered to treat the condition. As support continued, notes of persistent suction and positioning issues were encountered. The device was repositioned on multiple occasions and volume was given in an attempt to counteract the reported issues. Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.